Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2016 with the following findings: visible moisture on display. Battery compartment crack near top left corner of grip pad. Audio bolus button cover missing. Display is blank.. Leak test failed due to audio bolus button leak. Opened pump, heavy moisture corrosion found on pcb, motor assembly and battery housing. Download failed due to moisture ingress. No moisture in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.